Event description:
Boston scientific received information that the patient with this device and non-boston scientific leads developed a wound infection, was hospitalized and received antibiotic therapy. No further adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.